Event description:
It was reported per medwatch that post a coronary drug eluting stenting treatment procedure, hypersensitivity occurred. The patient presented to the emergency department with rash and pruritis, diffusely located on torso and lower extremities. This occurred 5 days after stent implantation. At the time of implantation, the patient received 600 mg of clopidogrel, to which she reacted with a rash and tight throat. She was treated with diphenhydramine and steroids and continued on 75mg clopidogrel daily for 3 more days, then switched to ticlopidine. After 1 day of ticlopidine therapy, the patient presented to the emergency department with reaction to the stent (presumably). Patient was admitted for dehydration and IV. Additional information regarding this event has been requested.

Manufacturer narrative:
The delivery device was discarded by the hospital and the stent remains implanted in the patient, therefore no direct product analysis is available.